Manufacturer narrative:
H4 (additional): the lot was manufactured april 25, 2023 to april 26, 2023. H11: the actual device and a photograph of the device were received for evaluation. Visual inspection with unaided eye of the actual device did not easily identify a leak by initial visual inspection. Based on the photo, the reported issue of leakage from the administration port was not easily identified by visual inspection. Functional testing of the actual sample was performed and a leak was identified from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml exactamix eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the administration port. This occurred during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.